Manufacturer narrative:
A review of manufacturing records for the device(s) could not be performed as device lot/serial numbers were not available.

Event description:
In review of published literature, these findings were noted. Emanuel r. Tenorio, md, phd, gustavo s. Oderich, md, giuliano a. Sandri, md, jussi m. Kärkkäinen, md, phd, manju kalra, mbbs, randall r. Demartino, md, jill k. Johnstone, md, and fahad shuja, mbbs, ¿outcomes of an iliac branch endoprosthesis using an ¿up-and-over¿ technique for endovascular repair of failed bifurcated grafts¿. Copyright© 2018 by the society for vascular surgery. Between 2014 and 2017, clinical data was reviewed in 53 patients (51 male, 2 female) treated for aortoiliac aneurysms using the gore® excluder® iliac branch endoprosthesis. Patient mean age: 74 years old. Fifteen of the patients had prior endovascular aortic repair, including three with a gore® excluder® aaa endoprosthesis. The aim of the study was to evaluate outcomes of the ibe using an ¿up-and-over¿ transfemoral technique in patients with prior aortic repair compared with the standard technique in patients with de novo iliac aneurysms. End points were technical success, mortality, major adverse events, iia patency, freedom from iia branch instability, and freedom from secondary interventions or new-onset buttock claudication. The article describes that a patient being treated for de novo bilateral iliac aneurysms had successful deployment and stenting for the right common iliac artery aneurysm. However, the contralateral common iliac artery dissected, and catheterization of the internal iliac artery was not possible. Additional event-specific information was requested by gore, but was not provided.